Event description:
During an in clinic follow up, upon interrogation it was observed the device was pacing in magnet rate mode without a magnet present. Technical support was contacted and reprogramming was performed to resolve the event. The patient was then enrolled in remote monitoring following the reprogramming. At another in clinic follow up, telemetry lockout was observed on the device and resolved. The patient then experienced dizziness and bradycardia, and a remote monitoring transmission was attempted, however, unsuccessful. The patient presented in clinic and a loss of pacing was observed. The device was explanted and replaced to resolve the event. Additionally, an inadequate capture threshold was observed on the right ventricular (rv) lead and noise resulting in oversensing on the right atrial (ra) lead, the rv lead was capped and replaced during the device replacement procedure. No intervention was performed on the ra lead. The patient was stable.